Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) leaked at the pcm button during patient use. The device was filled with a solution of fentanyl citrate and ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used infusor connected to a patient control module (pcm). The reported condition of a leak was not confirmed. Visual examination of the infusor showed no signs of physical abnormality that could have caused the reported problem. A leak test was performed by filling the reservoir with blue water and monitored the device for 24 hours. After the leak monitoring period, no signs of leak were observed from the unit. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Initial investigation of the device had included evaluation of the infusor device (product code: j2c0216, lot number: 11h082); however, the customer had alleged a defect (leak) against the attached patient control module device (product code: j2c1067, lot number: 11j078). Additional information: upon further investigation by baxter personnel, sample evaluation confirmed the reported leak on the patient control module (pcm). Visual inspection of the pcm showed no obvious signs of abnormality. However, during functional testing at 20 psi, leakage was observed from the inside of the pcm's housing near the button area. The root cause of the leak was determined to be insufficient bonding at the junction of the tubing inside the pcm. To mitigate the occurrence of this issue, awareness training was conducted for assembly operators in june 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Product code j2c1067 is not distributed in the us and does not have a 510(k) number. A batch review for lot number 11j078 revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.